Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as a rash under the te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisone cream for the rash. Follow up indicated that the skin irritation improved.